Manufacturer narrative:
Failure analysis revealed that the insulin pump had no unexpected battery out limit alarm. The device had no button response due to corroded keypad traces. No unexpected numbers ramping noted. The unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the display screen ramped up on their own. She removed the battery and reinserted it and then received a battery out limit alarm. The blood glucose reading was 159 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.